Event description:
It was reported that "the colpotomy incision was completed laparoscopically. The surgeon then attempted to remove the device from the vaginal canal w/ the uterus attached. The device pulled free of the uterus and was noted to no longer be intact. The vagina was examined by the surgeon, dr kline and pieces of the device were removed. The broken device was then compared to a new device to assist in identifying components of the device". No pt injury reported.

Manufacturer narrative:
A review of sentinel events, indicates that this reported malfunction is FDA reportable. The sample is being returned to the manufacturer however, has not been received to date. When the sample is received and investigation report has been completed, a supplemental report will be filed. See scanned page.